Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "internal error occurred - system reset required" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department for evaluation and the customer's report was not duplicated under testing. The device was put through extensive testing which included bench handling, 30j shock testing and full operational testing without duplicating the reported malfunction. Review of the device's history log does show occurrences of the reported problem. The multi-function cable and defib cable receptacle were replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.